Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, cloudy effluent, diarrhea and fever. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin (intraperitoneal, every day, ongoing, dose and duration were not reported) and amikacin (intraperitoneal, every day, ongoing, dose and duration were not reported) for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.